Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw hot single-use biopsy forceps was used during an esd (endoscopic submucosal dissection) procedure performed four days prior. According to the complainant, the device failed to conduct current while attempting to use for hemostasis. The procedure was completed with another radial jaw hot single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine". A follow-up with the site provided the following info: the generator and active cord used for the procedure were amco erbe icc200, which is non-bsc equipment. The active cord (amco erbe icc200) used is not compatible with the radial jaw hot single-use biopsy forceps.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.